Manufacturer narrative:
(B)(6).

Event description:
It was reported that during a rotator cuff repair case the anchor broke during insertion.

Manufacturer narrative:
Only the proximal portion of a 5.5mm twinfix ultra pk anchor was returned for evaluation. Visual assessment of the anchor confirmed the reported complaint of breakage. The anchor has broken at the suture eyelet. The distal portion of the anchor was not returned for evaluation. Dimensional assessment of the anchor is prohibitive due to its condition. With the limited clinical details provided regarding patient bone quality, site preparation and insertion technique no root cause can be determined.